Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 97716, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient had a primary cell battery replacement on (B)(6) 2020. Impedances were checked preoperatively before going to the operating room and lead with electrodes 0-7 (s/n: (B)(4))¿showed impedances greater than 40,000 ohms. The patient noted that there were no external or environmental factors which may have led to the high impedances. In the operating room, the lead was repositioned¿a few times in the new battery. The impedances did not change at all and remained at greater than 40,000 ohms on the lead with electrodes 0-7. The patient was programmed on the lead with electrodes 8-15. The patient stated that the stimulation felt the same as before the replacement. Both leads remain in the patient's body. No surgical intervention was planned or performed to resolve the high impedances on the leads with electrodes 0-7. There were no patient symptoms or complications reported.